Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced a high blood glucose level of 400 mg/dl. The customer¿s mother reports the insulin pump will not connect to the blood glucose meter or transmitter. The mother did troubleshoot for the high blood glucose level. The customer¿s current blood glucose level is 369 mg/dl. The customer had no symptoms, however did test positive for keystones. The customer¿s mother did troubleshoot the insulin pump and was able to connect the transmitter. The mother treated for a low blood glucose level with juice and carbohydrates. The customer¿s mother declined troubleshooting for the battery alarm. The insulin pump will not be returned for analysis.